Event description:
The user facility reported a 90 degree factory crimped fitting installed to their water supply connection separated causing water to spray out onto the floor, through the floor damaging ceiling tile, and onto a CT scanner. Facility personnel shut off the water supply. No injuries or procedural delays were reported.

Manufacturer narrative:
The technician noted that the water pressure is 70-75psi (requirement is 50-60 psi) and that the hospital installed a pressure regulated valve (prv) set to 50psi after the event. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. The steris service technician has installed new hoses and connections on this system 1e processor (field correction #3000251274-7/10/2012-001-c). The technician tested the unit, including running a diagnostic and processing cycle and confirmed the unit was operational.